Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.

Event description:
It was reported that the system was explanted due to infection. At explant, an unspecified malfunction was noted. No further information is available.